Manufacturer narrative:
Retainer ring=black. The insulin pump was returned for pump error 53 and failed battery test alerts found on (B)(6), 2021. Insulin pump¿s history and trace files downloaded successfully using thus software. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No failed battery test alerts noted during testing or when inserting a new battery. No pump error 53 alarms noted during testing. Failed battery test alerts confirmed in the insulin pump history/trace files on (B)(6) 2021 at 8:21am. Pump error 53(line number 5632 file number (B)(4)) alarm confirmed in the insulin pump history/trace files on (B)(6) 2021 at 8:22am. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and missing serial number label. Failed battery test alarms not confirmed during testing. However, noted in the insulin pump history/trace files on (B)(6) 2021. Pump error 53(line number 5632 file number (B)(4) alarm confirmed in the insulin pump history/trace files on (B)(6) 2021 at 8:22am due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error and failed battery alarm. Customer declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.